Event description:
The dealer states that the chair is running slow and then stopping. The dealer tested the chair and it is displaying a 811 error code. Batteries are the problem.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.